Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia repair, the usm arm 2 intermittently moved on its own, with the attached scissors entering the body without any input from the surgeon. On a separate occasion during the same case, the arm abruptly dropped like a dead weight. Notably, the surgeon's head was not in the surgeon's side console (ssc) viewer, and the surgeon was not manipulating either the instrument or the master tool manipulator at the time of each occurrence. No unusual vibrations, friction on the controls, or external collisions were observed. There was no harm or injury associated with the event, and the patient did not require any intervention or a prolonged hospital stay. The procedure was completed as planned without delays.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse evaluated the system logs and confirmed errors. The distal set up joint (suj) and patient side cart (psc) cardcage were replaced due to errors. The universal surgical manipulator (usm) was replaced for arm resistance with no correlating errors. The system was tested and verified as ready for use. Isi completed failure analysis of the cardcage. Logs confirmed a node not present error in the field. It was installed onto a golden system where the component functioned as expected. The system had good image and audio, and 50 power cycles were run with the part which all passed. The emergency power off (epo) functionality was tested and passed. All of the gantry motors moved with full range of motion without issue. The part was tested for hours in normal operation and it performed without error. The distal suj has been received, but the failure analysis evaluation has not been completed.

Manufacturer narrative:
Intuitive has received the part associated with this complaint and completed investigations. The distal outer setup joint (suj) was returned for failure analysis, and the reported error was confirmed and replicated. The error log indicated that the servo system was unable to control the arm within expected tolerances during the wiggle test performed after homing, and that the armnet had failed the power-on-self-test more than the specified number of times. Upon visual inspection, no issues were found related to the reported event. The distal unit was installed onto a golden system where no faults occurred in normal mode and the unit functioned as expected. However, when tested on patient side cart fixture test platform (pftp), the distal suj failed the searchlight lissajous tests, replicating the reported event. The testing of the searchlight assembly verified it to be the source of the fault. Based on these findings, failure analysis concluded that the searchlight printed circuit assembly (pca) was the cause of this issue. The universal surgical manipulator (usm) was analyzed and logs showed an error pointing to axis 2. The unit was tested on an in-house system in normal mode with no triggered errors. The unit passed all tests relating to the reported problem. There were no signs of damage upon visual inspection.

Event description:
Refer to h11 for follow-up information.